Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. Cold insulin had been used and there was reuse of the cartridges. The customer reported elevated blood glucose levels ranging from 208 to approximately 300 (mg/dl) and delivered a correction bolus with the pump to stabilize bg level.